Event description:
Caller alleged receiving discrepant inratio values. On (B)(6) 2013: inratio 0.8, repeat inratio 2.8; five minutes between testing. Patient's therapeutic range 1.7-4.4. No reported adverse sequela. No additional info provided.

Manufacturer narrative:
Investigation pending.